Event description:
Caller reported damage to pump housing around the usb port, which impacted the ability to charge the pump and led to the device shutting down. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. The customer addressed the high blood glucose by using manual insulin therapy. The customer continued to use current pump.